Event description:
Related manufacturer reference number: 2017865-2021-38090, 2017865-2021-38089. It was reported the patient presented in clinic due to a pocket infection. The patient's atrial lead, right ventricular lead, and pacemaker were explanted without issue. The pacemaker was sutured externally to the patient, and a new right ventricular lead was implanted without issue. The patient was stable throughout.